Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported having low blood glucose and paramedics were called. The blood glucose reading at the time of call was 70mg/dl. Troubleshooting was performed. The customer stated that the paramedics were called. The customer was experiencing low glucose for the past few hours. The customer's most recent glucose reading was 72, and she was treated with juice. The programming on the insulin pump was correct. The customer stated that she changes the basal whenever she wants. The customer called back and stated that she feels fine, but she has pain in her chest left side. Offered several times to call the paramedics and the customer rejected. The customer stated that she has bronchitis, which may have caused her low blood glucose. The customer stated that she does not get enough blood to do the testing. It was stated that the last glucose reading was 48mg/dl and was treated with glucagon tablets and pen. No further information was provided.